Manufacturer narrative:
The pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stripped battery cap coin slot. (B)(4)

Event description:
The customer reported via phone call that she was changing the battery on the pump and the battery cap got stuck. Customer stated that the top area on the pump where the battery cap is located became damaged and cracked. Customer stated that the battery cap was stuck on the pump. Customer treated her high blood glucose of 435 mg/dl with injections.